Event description:
It is reported that a customer had issues with her sensor on her insulin pump. The patient's blood glucose level 136 mg/dl. The patient was explained why her alarm triggered. Patient did not exhibit any symptoms of low blood glucose and was helped with resolving the issue with trouble shooting. No further information was provided.

Manufacturer narrative:
The event was reported under the incorrect device in the initial report. The correct device information, complete summary, and fa results have been provided in this report. Three opened/used sensors were tested and one of them failed per specifications due to low readings. The remaining three sensors passed per specification. All three sensors had bent cannulas, unable to confirm if the customer received them in said condition as the sensors were used and opened.

Event description:
The customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 136 mg/dl and sensor reading was 67 mg/dl. The threshold suspend limit was set at 70 mg/dl on the insulin pump. Troubleshooting wasn't performed as the customer was reporting a past event. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.